Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "stadium 4 shell", "rupture."

Event description:
Physician reported right side "rupture with extracapsular diffusion of silicone, deflation, color modification, folds, waves, rotation, and stadium 4 shell." Device has been explanted.